Manufacturer narrative:
This report is for (34) unknown screw locking/unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient previously implanted with one (1) synthes retrograde / antegrade femoral nail and three (3) locking screws was revised to a variable angle (va) condylar plate to treat nonunion of fracture on (B)(6) 2017. The patient was in a motorcycle accident about a year ago at night when he was stabilized temporarily with an external fixation. Later on, the synthes retrograde / antegrade femoral nail was implanted along with the three (3) locking screws. Subsequently it was realized that the bone had not healed and the patient had to be revised to a va condylar plate. All equipment explanted from the patient was intact. The revision surgery was uneventful and the patient is reported to be stable after it. This complaint is for two (2) devices. This report is 2 of 2 for (B)(4).